Event description:
It was reported polypropylene suture was breaking while in patient's mouth. (Lot # 180611-65). The event occurred during surgery but did not cause a delay in procedure. There is no indication of the patient experiencing an adverse event.